Manufacturer narrative:
Device evaluated by MFR.: a pcb device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damages to the shaft of the device were identified after a visual and tactile examination.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcific flexural vein. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured on the first inflation at 4 atmospheres during inflation. The device was removed without any problem and was replaced for another of the same device to complete the procedure. There were no damages found on the balloon. No complications were noted, and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcific flexural vein. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured on the first inflation at 4 atmospheres during inflation. The device was removed without any problem and was replaced for another of the same device to complete the procedure. There were no damages found on the balloon. No complications were noted, and patient status was good.